Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery for acetabular fracture of an existing exeter trident hip completed (B)(6) 2018 at (B)(6) hospital. Original left total hip replacement with exeter trident completed (B)(6) 2018 by dr (B)(6).

Manufacturer narrative:
An event regarding an acetabular fracture involving a trident shell was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no device-related factors are associated with any of the implanted devices. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision surgery for acetabular fracture of an existing exeter trident hip completed (B)(6) 2018 at (B)(6) hospital. Original left total hip replacement with exeter trident completed (B)(6) 2018 by dr (B)(6).